Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was originally manufactured on an unspecified date in 1999. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. An event history log review was performed with no abnormalities noted that could have caused or contributed to the reported condition. A service history review revealed no previous service events were related to the reported condition or could have caused/contributed to the reported condition. Visual inspection and functional tests were performed as it is required by homechoice system servicing and releasing process described in homechoice service manual. The reported condition was unclear and could not be reproduced or verified via the sample evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation was completed. Besides the functional testing, electrical testing was also performed, along with simulated therapy. Although several alarms were found in the event history log review, the reported event was not specified; therefore, it could not be verified through the logs or the device evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that there was an unknown failure and error with the system during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.